Event description:
Baxter reported a transfer set became loose and fell off the titanium adapter. The patient developed peritonitis and was treated with antibiotics. The transfer set has been replaced with a new one.

Manufacturer narrative:
The sample has been discarded. No additional information is available for the peritonitis.